Event description:
It was reported the patient had a fall that resulted in hip fracture and hip replacement. The patient still had a lump over the lead site. The lump was like a ¿nubbin¿ or edema. The patient had good therapy, but they lost stimulation sensation when bending over. Four of the bipolar pairs had impedances greater than 4,000 ohms. When the patient was in rehab, their ¿pipes busted¿ and they had not been paying attention to their bladder. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient sometimes felt stimulation and sometimes did not.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va05slg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).